Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the ultrasonic surgical device exhibited a probe damage error message. However, additional information was received indicating that the subject device in the initial medwatch was a device used to complete a procedure. There is no issue with the subject device in the initial medwatch. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the ultrasonic surgical device exhibited a probe damage error message after a few minutes of being used "at least once every other patient". The issue occurred during an unspecified procedure. There were no reports of patient harm.